Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was unknown. Reportedly, the customer received a third party assistance from her neighbor, a paramedic, who came over to give an intravenous fluid to address bg. Customer mentioned they had high/large ketones, but did not discuss with a healthcare provider. Recommendation was made to consult with a healthcare provider regarding diabetes management.